Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: manufacturer narrative. Investigation summary: the report that the pump module alarmed and stopped the infusion was confirmed in the pcu event logs and is being attributed to a ¿flow stop open¿ alarm. The review of the pcu event log identified three (3) consecutive ¿flow stop open¿ alarms followed by a ¿door open¿ alarm. The suspect pump module is then removed by the user which cause a ¿channel disconnection¿. The suspect pump module is re-attached to the system approximately 10 minutes later. After being attached to the pcu, the pump module was in an idle state. The pump module event log identified the channel disconnect was the result of a power loss, which suggests the device was physically removed from the system. Inspection of the suspect pump module found the sear spring was improperly installed. The improperly installed sear affected the sears ability to engage the administration set safety clamp which resulted in a safety clamp open alarm. Functional testing performed on the suspect pump module confirmed a poor sear/safety clamp engagement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported alarm was a ¿flow stop open¿ alarm. The ¿flow stop open¿ is being attributed to an improperly installed sear spring which caused the sear to not properly engage the administration set safety clamp when the door latch was opened. The pump module was performing as expected alarming for ¿flow stop open¿. Note that imdrf annex a1801, a0404, a040502, a2305, c07, c0601, d01, d15, g02017, g0301201, g04119 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module "alarmed and stopped the infusion". The patient's blood pressure raised however patient harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module "alarmed and stopped the infusion". The patient's blood pressure raised however patient harm is unknown.

Manufacturer narrative:
Omit: b17 - device not returned and c20 - no findings available. Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module "alarmed and stopped the infusion". The patient's blood pressure raised however patient harm is unknown.